Event description:
(B)(6) male pt contacted zoll customer support to report that the monitor's response buttons would not activate the device. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (defective response buttons) has been confirmed. Upon receipt, the rear response button cable connector was defective and was unable to stay connected. The root cause for the defective response button cable connector cannot be positively determined. No adverse event resulted from the defective response button. The pt was issued a replacement monitor.